Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. The unit was returned to the mfg site for investigation. The output was checked and found to be higher than the original mfg specs. During the investigation, it was noted that there was a fault with the rotary valve. Investigations of similar valves determined that it has been subjected to scratching of its sealing face. No foreign material was found to determine the cause of the scratch. This valve was mfg by glacier and had the graphite process applied. Previous investigation found some deva material contained areas of larger deposits of graphite that could be removed.